Event description:
The hcp reported the pt presented with an infection of the lumbar site. The symptoms included swelling and breakdown of skin. The device system was explanted and not replaced. The pt is reported to have recovered without sequqla and is anticipating a future pump reimplant.